Manufacturer narrative:
H3: device eval by manufacturer: the isleeve introducer sheath was returned with the dilator completely pushed into/through the introducer sheath and out of the sheath tip. Inspection found one of the three seams was expanded and had liner tear from the tip of the introducer sheath to approximately 21.5cm. The second seam started expanding at 20.7cm from the tip. Two of the three seams are starting to expand as expected with device usage. The tip was damaged. Inspection of the rest of the device did not find any other defects. The reported difficulty to advance ancillary device can not be confirmed. Couldn't replicate the clinical circumstances because the device damage was too severe to complete functional testing but the damage was consistent with difficulty advancing an ancillary device through the isleeve.

Event description:
Reportable based on device analysis completed on 21-june-2021. It was reported that difficulty to advance to the treatment site occurred. Procedure summary: vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was prepared in accordance with the instructions for use (IFU). The 14f isleeve introducer sheath was advanced into position. A non-boston scientific (bsc) balloon catheter was advanced into the 14f isleeve introducer sheath. The physician encountered difficulty advancing the non-bsc balloon catheter through the 14f isleeve introducer sheath. After difficult passage of the balloon aortic valvuloplasty (bav) balloon, x ray revealed the guide catheter was outside the isleeve introducer sheath. The 14f isleeve introducer sheath was removed and replaced and the procedure was completed successfully. No patient complications were reported. However, returned device analysis revealed a liner tear in the shaft of the 14f isleeve introducer sheath. It was further reported that the patient anatomy had mild calcification and moderate tortuosity. A 5f non-bsc guide catheter was used during the procedure. Pre-balloon aortic valvuloplasty was performed with a 20mm or 23mm non-bsc balloon catheter. The procedure was completed with another 14f isleeve introducer sheath.

Manufacturer narrative:
Device eval by manufacturer: the isleeve introducer sheath was returned with the dilator completely pushed into/through the introducer sheath and out of the sheath tip. Inspection found one of the three seams was expanded and had liner tear from the tip of the introducer sheath to approximately 21.5cm. The second seam started expanding at 20.7cm from the tip. Two of the three seams are starting to expand as expected with device usage. The tip was damaged. Inspection of the rest of the device did not find any other defects. The reported difficulty to advance ancillary device can not be confirmed. Couldn't replicate the clinical circumstances because the device damage was too severe to complete functional testing but the damage was consistent with difficulty advancing an ancillary device through the isleeve.

Event description:
Reportable based on device analysis completed on 21-june-2021. It was reported that difficulty to advance to the treatment site occurred. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was prepared in accordance with the instructions for use (IFU). The 14f isleeve introducer sheath was advanced into position. A non-boston scientific (bsc) balloon catheter was advanced into the 14f isleeve introducer sheath. The physician encountered difficulty advancing the non-bsc balloon catheter through the 14f isleeve introducer sheath. After difficult passage of the balloon aortic valvuloplasty (bav) balloon, x ray revealed the guide catheter was outside the isleeve introducer sheath. The 14f isleeve introducer sheath was removed and replaced and the procedure was completed successfully. No patient complications were reported. However, returned device analysis revealed a liner tear in the shaft of the 14f isleeve introducer sheath.